Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Additionally, it was reported that the cartridge was leaking from the septum. A new cartridge was loaded to resolve the issues. The customer¿s blood glucose level was 130 mg/dl.